Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of the programmer overheating, sensor 1 of the computer processing unit overheat was recorded in the event log and the microprocessing unit was replaced and the hard drive reimaged to resolve . The customer comment that the programmer was not printing was not able to be confirmed and there was nothing noted in the parsing sheet, this condition is most likely related to the overheating events and the hard drive was reconfigured and the software reloaded and updated as a preventive. It was also noted that the power cord bay was broken and it was replaced and that the programmer failed the incoming right antenna connected test so it was disassembled, cleaned and the right antenna reinstalled. The circuit boards and mechanical parts were inspected and the programmer passed all final functional and systems tests. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating during use resulting in critical error messages. Additionally, the programmer was not printing to the internal or external printer. The programmer was returned for service. There was no patient involvement.